Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using a swiftpac coil (swiftpac) and a non-penumbra microcatheter. During the procedure, while advancing the first swiftpac coil through the microcatheter, the physician experienced resistance and noticed that the swiftpac coil unintentionally detached within the microcatheter under fluoroscopy. It was reported the swiftpac coil pusher assembly was then removed and the physician confirmed that the coil was no longer attached. Therefore, the microcatheter containing the detached swiftpac coil was removed together as a unit. The procedure was completed using a new swiftpac coil and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned swiftpac coil confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured. If the swiftpac is advanced against resistance, damage such as a kink and subsequent fracture on the pusher assembly may occur. The pusher assembly fracture likely caused the pull wire to retract and the embolization coil to detach. Evaluation revealed unknown substance on the proximal end of the detached embolization coil. The root cause of this unknown substance could not be determined. Further evaluation revealed kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.